Event description:
Related manufacturer reference number: 1627487-2022-00302. It was reported that the initial placement of the patient's l5 lead was causing discomfort at the implant site, and that the patient's s1 lead was not providing adequate coverage of the foot area. As a result, the physician explanted the l5 lead and replaced the patient's s1 lead, resolving both issues.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.